Event description:
It was reported that approximately nine years post-implantation, the patient underwent a hip revision due to multiple dislocations. During the revision, it was found that the liner was broken at the posterior region. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.